Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and eval was performed. The eval confirmed and reproduced the reported symptom system error 105 alarms, determined to be caused by a failed motor with severed motor mount screws. The motor assembly and severed motor mount screws were replaced.